Event description:
Reference MDR number: 1644487-2008-02045. The pt was implanted on sept 13th 2007. It was reported "pt was implanted 6 mos ago. During consultation in may, impedency was 3700 ohms. In july, the pt had a revision for fixing back one of the tiedowns. The surgeon didn't touch the electrodes. No interrogation was performed in or". Good faith attempts are being made for additional details pertaining to the pt's surgery in july to fix back one of their tie downs. This far no further info has been attained.